Event description:
It was reported that the surgeon was performing (r) transtemporal craniotomy with retrosigmoid vestibular nerve section and nim-response 2.0 was not responding when facial nerve was stimulated. This resulted in partial loss of nerve integrity resulting in repair of nerve. The facility confirms that the patient has already received surgery to repair the nerve. At this time she has an asymmetrical smile.

Manufacturer narrative:
This device is used for therapeutic purposes. It was confirmed that a voluntary medwatch was filed by the facility; a reference number was no provided. (B)(4). Product evaluation: no analysis results available, device not returned for evaluation. Method: no testing methods performed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.